Event description:
It was reported that the ilet displayed ¿dosing stopped connect cgm¿ after the user installed a new dexcom g6 sensor and transmitter, while the dexcom app was displaying glucose values; pairing to the ilet failed and customer care guided the user to enter a manual blood glucose and re-enter the sensor and transmitter ids, after which the ilet remained in ¿searching for transmitter.¿ symptoms included hyperglycemia with a glucose value of 415 mg/dl. Outcomes included use of subcutaneous insulin by pen with no hospitalization reported. Investigation included telephone troubleshooting and education for pairing and manual data entry. Investigation of this case revealed a failure of cgm-to-ilet communication limited to the ilet pairing process, with no evidence of a sensor or transmitter malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.